Manufacturer narrative:
(B)(4). The product has been returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock due to t-wave oversensing. Therapy rate zones were reprogrammed and the vector was changed to secondary. The issue persisted and the patient continued to get shocked inappropriately. The patient was hospitalized and the s-ICD was programmed off. No adverse patient effects were reported. Approximately three years later, the s-ICD and electrode were explanted. The field representative was contacted to obtain the reason for the explant. The field representative noted the electrode was not in an optimal position. It was believed the sub-optimal position was due to implant technique and not an issue with the electrode itself. The s-ICD and electrode were successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and hipot tests were completed to assess electrical performance and high voltage insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body and tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.